Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture is unknown. However, patient factors (moderate annular calcification, advanced age) and the mechanisms above likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences in (B)(4), during a transfemoral procedure, hypotension and rupture at the right coronary cusp (rcc) occurred after valve deployment. The 23mm sapien 3 valve was implanted with nominal volume. One to two minutes post valve deployment, transesophageal echocardiography (tee) noted a hematoma had formed and was enlarging at the annulus area around non coronary cusp (ncc) and left coronary cusp (lcc). The physician monitored the patient for a while; the hematoma was no longer enlarging and no effusion was noted. Since the patient was hemodynamically stable, the patient was weaned from cardiopulmonary bypass pump and an intra-aortic balloon pumping (iabp) was inserted and the patient was transferred to ICU. The patient was to be sedated and monitored overnight, controlling the blood pressure (bp) to keep it low. Later that day, the patient became hypotensive and the physician suspected a cardiac tamponade. A thoracotomy was performed and 300cc of fluid was drained off the pericardium. The physician stated that the root of the rcc ruptured (oozing) and the rcc created pressure on the adventitia of the pulmonary artery, causing a hematoma to develop. The hematoma was not actively bleeding, so fibrin adhesive was applied to the site and the patient was returned to ICU, monitored and blood pressure kept low for two days. The patient stabilized and the iabp was removed on pod#3.